Event description:
It was reported that the patient experienced infection, and that there was a lead fracture. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): no anomalies found, however the distal conductor was distorted, there was blood/body fluid on the outer tubing overlay, the inner tubing was kinked/buckled, the outer insulation was breached and had environmental stress cracking (non-electrical), the outer insulation was breached cut, the outer tubing overlay was breached cut and there was apparent explant damage; partial lead in segments returned and analyzed.